Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No display ramping on its own anomaly was noted. The following cosmetic damage was also found on the pump: minor scratches on the lcd window, broken belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the numbers scroll without her touching any buttons. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.